Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections manufacturer name, city and state and MFR site and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter address 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ sharps collector lid was missing. This event occurred 4 times. The following information was provided by the initial reporter: "no lid for 7.6l sharp box cover."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 28-jun-2022. H.6. Investigation summary: 4 samples received and investigation performed and confirmed the issue that no lid for 7.6l sharp box cover. Email with photos sent to supplier for further investigation and response received. Photos and samples were received. Additional attempt to get more information was made, however, the customer confirmed on the initial notification that no additional information was available. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. Based in the evidence received from customer showing the lack of component and with the report description stating that the slide part of the lid was missing, we were not able to find the similar carton box in-house. The packaging shipped from adv was with standard printing with ¿bd sharp collector¿ logo, but not ¿zuellig pharma¿. Based on this investigation it was determined that the root cause is unable to identify due to insufficient information provided. As a conclusion, the packaging box photo at the evidence received is not same as adv¿s standard packaging carton box. It was suspected the goods have been re-pack during in-transit or before shipment to bd.

Event description:
It was reported that the bd¿ sharps collector lid was missing. This event occurred 4 times. The following information was provided by the initial reporter: "no lid for 7.6l sharp box cover."